Event description:
A caller reported experiencing an error with their continuous glucose monitor (cgm), specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and the caller was able to restart their sensor session successfully, resolving the issue with no recurrence of the error.